Event description:
Same case as MDR#: 2134265-2012-01510. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the 1.25mm rotalink burr outside of the patient, the 330cm floppy rotawire guide wire fractured inside of the burr catheter as it was advanced. The device never entered the patient's anatomy. The procedure was successfully completed with a new burr and rotawire. There were no patient complications reported and the patient's status is listed as ok.

Event description:
Same case as MDR#: 2134265-2012-01510. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the 1.25mm rotalink burr outside of the patient, the 330cm floppy rotawire guide wire fractured inside of the burr catheter as it was advanced. The device never entered the patient¿s anatomy. The procedure was successfully completed with a new burr and rotawire. There were no patient complications reported and the patient¿s status is listed as ok.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Correction - manufacturer name corrected from boston scientific - (B)(4) to boston scientific ¿ (B)(4).

Manufacturer narrative:
Device evaluated my manufacturer: the visual and tactile inspection was performed and the device presents a fracture at 131.5cm approximately from the distal end. All the outer diameter measurements are within specification. The portion fractured was sent to the (B)(4) lab for analysis, as per (B)(4) results, the fracture occurred in a zone with a reduction of the cross sectional area due to a torsion/tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR #: 2134265-2012-01510. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the 1.25mm rotalink burr outside of the patient, the 330cm floppy rotawire guide wire fractured inside of the burr catheter as it was advanced. The device never entered the patient's anatomy. The procedure was successfully completed with a new burr and rotawire. There were no patient complications reported and the patient's status is listed as ok.